Event description:
This alarm sounds plenty loud when evaluating the unit by itself, but when set at its highest limit it cannot be heard within the department in a normal working environment. We tested this unit during a normal day in an intensive cardiac-care unit (iccu) room, set the alarm and went across the department about 60 feet and were not able to hear the alarm. However, there was another ventilator, the covidien puritan bennett 840, which happened to alarm during the test and we were able to hear that alarm loud and clear from the same distance.======================manufacturer response for ventilator, hamilton medical (per site reporter)======================the manufacturer stated that the alarm level is set to 60 decibels which is above the FDA regulation. They are going to come out to our hospital to evaluate to ventilator and the environment of use and see if they can recommend anything to help with the volume such as an amplifier or connecting it to our nurse call system. However, last we checked, we were not able to integrate the device into our nurse call system due to the age of our nurse call system.